Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Litigation alleges the patient suffers from pain, lack of mobility, metallosis and loosening. Although litigation alleges loosening, we are unaware of which product it's referring to. Should additional information be received, the complaint will be updated accordingly. Update 4/20/2015-pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (confirmed by labs), metallosis, effusion, and metal debris. The metal debris was even noted on the morris taper. There was no mention of loosening. All components were well fixed. The stem is being added to the complaint and part/lot is being updated for the liner/head.the complaint was updated on:5/13/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).